Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited variable high pacing thresholds with occasional undersensing and loss of capture, a micro-dislodgement was suspected as the cause but not confirmed. The patient underwent a surgical intervention to abandon the lead and implant a new product. No additional adverse patient effects were reported.